Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed. A field service engineer (fse) performed troubleshooting and diagnostics on the frequently failing drawers. The fse reset all row board cables, secured latch assemblies, and re-assigned the bus cable which was found to be pinched. After completion of the inspection, multiple diagnostics were run with the customer and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.